Manufacturer narrative:
Per additional information received on february 7 2024, indicated that the procedure was breast augmentation revision. Manufacturer¿s reference number: (B)(4), the initial report mistakenly reported incorrect date for devices' photo evaluation in section h10. The correct date is (B)(6) 2024.

Manufacturer narrative:
Device evaluation completed on march 24, 2024. According to the information received, the patient experienced a rupture in the smooth high profile xtra 355cc breast implant. Additionally, developed pain. The product was returned to mentor for evaluation. Mentor conducted a visual inspection, microscopic examination, and thickness measurement of the returned device. Visual analysis of the returned sample revealed that the smooth high profile xtra 355cc breast implant was found to be ruptured and received incomplete. In addition, the patch was not received. Microscopic examination was performed, and the cause of the rupture could not be identified. Therefore, a thickness measurement was conducted on the shell at the tear, and the thickness was within manufacturing specifications. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Although no conclusion could be reached on the cause of the reported event, the instructions for use contain the following caution: rupture can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. The following things may cause the implant to rupture: damage by surgical instruments; stressing the implant during implantation and weakening it; folding or wrinkling of the implant shell; excessive force to the chest (e.g. During closed capsulotomy); trauma; compression during mammographic imaging; and severe capsular contracture. Breast implants may also simply wear out over time. Most women undergoing augmentation or reconstruction with a mammary prosthesis will experience some pain postoperatively. While pain normally subsides in most women as they heal from surgery, it can become a chronic problem in other women. Chronic pain can be associated with a variety of factors. Surgeons should instruct their patients to inform them if there is significant pain or if pain persists. Pain is a known complication associated with these devices and is referenced in our current product insert data sheet. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Per new information received with the device indicated that the patient also experienced pain bilaterally and it was diagnosed by ultrasonography, therefor pec silent rupture replaced by symptomatic rupture in both sites. As a result patient underwent bilateral replacements as follow: l/ cat: smhx350, sn: (B)(6), r/cat: smhx350, sn: (B)(6). Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Devices' image evaluation completed on january 18, 2024. Upon visual evaluation of the image provided in the complaint, the implant was observed ruptured. As the product involved in this complaint was not received, the device couldn´t be analyzed according to our procedures. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. No corrective and preventive action (CAPA) is required now. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Reason for device explant and/or reoperation: silent rupture. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient who underwent an unspecified breast augmentation with a mentor memorygel xtra, 355cc silicone, breast implant experienced bilateral silent ruptures postoperative. As a result, patient underwent bilateral removal on (B)(6) 2024. This report relates to the left side.